Manufacturer narrative:
(B)(4). Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested and provided by the customer. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Left colectomy - "throughout the procedure the hemostasis was excellent. When the surgeon wanted to coagulate the mesenteric artery, the generator gave a reactivate alarm. Then the surgeon sealed again twice and both cycles were complete. He used the blade to divide the artery. A few moments later we saw a jet of blood. Surgeon considered that the seal of the artery was not completed. After adding an endoclip, the surgeon asked to change for ligasure. Despite all this, the tissues still bled a lot." Patient status : "the patient has had no other further complications."